Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 910814 inv,787225,910514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing left coil". The patient's concurrent conditions included fibromyalgia, urinary frequency, post coital bleeding, vaginal dryness and endometriosis. Concomitant products included duloxetine hydrochloride (cymbalta) since 2005 for fibromyalgia, rizatriptan benzoate (maxalt) since 2010 and topiramate since 2010 for migraine headache and azathioprine (imuran) from 2006 to 2013, hydroxychloroquine since 2004, tramadol since 2004 and trazodone since 2004 for sjogren's syndrome. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced fungal infection ("yeast infection") and urinary tract infection ("uti"). In 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2015, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)/pain in mid abdomen during and after intercourse"). In 2016, the patient experienced the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), sjogren's syndrome ("sjogrens"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), procedural pain ("procedural pain"), polyp ("polyp near essure site"), dermatitis allergic ("rash/skin condition"), bacterial infection ("bacterial infection"), tinnitus ("tinnitus"), headache ("headaches"), heavy periods ("worse periods"), the second episode of alopecia ("hair strated falling out") and the second episode of dyspareunia ("pain and cramping with sex"). The patient was treated with surgery (da vinci assisted robotic total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, bleeding menstrual heavy, fungal infection and urinary tract infection had resolved, the sjogren's syndrome, vaginal haemorrhage, procedural pain, polyp, dermatitis allergic and bacterial infection outcome was unknown and the bladder disorder and urinary tract disorder was resolving. The reporter considered abdominal pain, bacterial infection, bladder disorder, bleeding menstrual heavy, dermatitis allergic, dysmenorrhoea, fungal infection, genital haemorrhage, headache, pelvic pain, polyp, procedural pain, sjogren's syndrome, tinnitus, urinary tract disorder, urinary tract infection, vaginal haemorrhage, the first episode of alopecia, the first episode of dyspareunia, heavy periods, the second episode of alopecia and the second episode of dyspareunia to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2011, (B)(6) 2012 patient received treatment for events ¿ pelvic pain,abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse). Essure coil: right and left: 4 coils. Date(s) of removal: (B)(6) 2018 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound scan - on (B)(6) 2017: uterus: normal, endomtrium normal, right ovary: normal left ovary: normal essure implants noted in bilateral cornu.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: sjogen¿s disease, vaginal bleeding, menorrhagia, pelvic pain, dysmenorrhea and dyspareunia. Lot number 910814 is not valid lot number: 787225 manufacture date: 2010-09 expiration date: 2013-09. Lot number: 910514 manufacture date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events tinnitus, headaches, worse periods, my hair started falling out and pain and cramping with sex were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleed') and sjogren's syndrome ('sjogrens') in an adult female patient who had essure (batch no. 910814-not valid, ,787225,910514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing left coil". The patient's concurrent conditions included fibromyalgia, urinary frequency, post coital bleeding, vaginal dryness and endometriosis. Concomitant products included duloxetine hydrochloride (cymbalta) since 2005 for fibromyalgia, rizatriptan benzoate (maxalt) since 2010 and topiramate since 2010 for migraine headache and azathioprine (imuran) from 2006 to 2013, hydroxychloroquine since 2004, tramadol since 2004 and trazodone since 2004 for sjogren's syndrome. On (B)(6)2011, the patient had essure inserted. In 2012, the patient experienced fungal infection ("yeast infection") and urinary tract infection ("uti"). In 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain in mid abdomen during and after intercourse"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), procedural pain ("procedural pain"), polyp ("polyp near essure site"), dermatitis allergic ("rash/skin condition") and bacterial infection ("bacterial infection"). The patient was treated with surgery (da vinci assisted robotic total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, alopecia, fungal infection and urinary tract infection had resolved, the sjogren's syndrome, vaginal haemorrhage, procedural pain, polyp, dermatitis allergic and bacterial infection outcome was unknown and the bladder disorder and urinary tract disorder was resolving. The reporter considered abdominal pain, alopecia, bacterial infection, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, menorrhagia, pelvic pain, polyp, procedural pain, sjogren's syndrome, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6)2011, (B)(6)2012 patient received treatment for events ¿ pelvic pain,abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse). Essure coil: right and left: 4 coils. Date(s) of removal: (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Ultrasound scan - on (B)(6)2017: uterus: normal, endometrium normal, right ovary: normal left ovary: normal essure implants noted in bilateral cornu.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: sjogen¿s disease, vaginal bleeding, menorrhagia, pelvic pain, dysmenorrhea and dyspareunia. Lot number 910814 is not valid. Lot number: 787225 manufacture date: 2010-09 expiration date: 2013-09. Lot number: 910514 manufacture date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: fu 4 and 5 processed together. Update of information (batch is not valid). On 31-oct-2019: quality safety evaluation of ptc . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleed') and sjogren's syndrome ('sjogrens') in an adult female patient who had essure (batch no. 910814,787225,910514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing left coil". The patient's concurrent conditions included fibromyalgia, urinary frequency, post coital bleeding, vaginal dryness and endometriosis. Concomitant products included duloxetine hydrochloride (cymbalta) since 2005 for fibromyalgia, rizatriptan benzoate (maxalt) since 2010 and topiramate since 2010 for migraine headache and azathioprine (imuran) from 2006 to 2013, hydroxychloroquine since 2004, tramadol since 2004 and trazodone since 2004 for sjogren's syndrome. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced fungal infection ("yeast infection") and urinary tract infection ("uti"). In 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain in mid abdomen during and after intercourse"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), procedural pain ("procedural pain"), polyp ("polyp near essure site"), dermatitis allergic ("rash/skin condition") and bacterial infection ("bacterial infection"). The patient was treated with surgery (da vinci assisted robotic total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, alopecia, fungal infection and urinary tract infection had resolved, the sjogren's syndrome, vaginal haemorrhage, procedural pain, polyp, dermatitis allergic and bacterial infection outcome was unknown and the bladder disorder and urinary tract disorder was resolving. The reporter considered abdominal pain, alopecia, bacterial infection, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, menorrhagia, pelvic pain, polyp, procedural pain, sjogren's syndrome, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2012 patient received treatment for events ¿ pelvic pain,abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse). Essure coil: right and left: 4 coils. Date(s) of removal: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound scan - on (B)(6) 2017: uterus: normal, endomtrium normal, right ovary: normal left ovary: normal essure implants noted in bilateral cornu. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: sjogen¿s disease, vaginal bleeding, menorrhagia, pelvic pain, dysmenorrhea and dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number added. New events were added: abnormal bleeding (vaginal, menorrhagia), yeast infection, urinary tract infection, bladder problems, urinary problems. Onset date of the event dyspareunia and hair loss were added. Severity of the event dyspareunia was added. Outcome of the event hair loss was changed to recovered from unknown. Reporter information, medical history, concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleed') and sjogren's syndrome ('sjogrens') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), polyp ("polyp near essure site"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dermatitis allergic ("rash/skin condition") and alopecia ("hair loss"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and dyspareunia had resolved and the sjogren's syndrome, polyp, dermatitis allergic and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, polyp and sjogren's syndrome to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011, (B)(6) 2012 patient received treatment for events pelvic pain,abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified). Result : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),general abnormal. Bleed, sjogrens, hair loss, polyp near essure site , allergy- rash/skin condition were added. Outcome of pelvic pain updated to recovered / resolved. Patient information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.